Manufacturer narrative:
To date, the unit has not been received for evaluation. Without the unit, a detailed investigation could not be performed and the reported condition could not be confirmed. This complaint file shall be closed as unconfirmed at this time. If the unit is returned, the complaint shall be re-opened. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. A corrective action is not applicable at this time. This information will be utilized for tracking and trending purposes to determine the need for corrective action.

Manufacturer narrative:
Submit date: 03/25/2016. An investigation is currently underway. Upon completion, a full detailed report will be provided.

Event description:
After usage of scd at a patient, who had to be respirated short-time due to an influenza, patient generated a pae (pulmonale artery embolism). Device was on trial period and sales rep only recognized event by asking for this trial period of the scd. Patient: male, age: (B)(6), weight: (B)(6). Medical intervention: CT (computer tomography) and appropriate measurements. Current condition of patient: well and already discharged from hospital.

Manufacturer narrative:
An investigation was performed for the reported customer complaint: ¿after usage of scd at a patient, who had to be respirated short-time due to an influenza, patient generated a pae (pulmonale artery embolism). Device was on trial period and sales rep only recognized event by asking for this trial period of the scd. Medical intervention: CT (computer tomography) and appropriate measurements. Current condition of patient: well and already discharged from hospital.¿ the device was reported as being utilized during a trial. Current condition of the patient was reported as well and discharged from the hospital. A review of the device history record (DHR) for lot number v1337785sx indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. DHR was fully reviewed and verified to determine if any issues could be identified that related to the reported complaint. The following records were reviewed: non-conformance records, deviation; mrb raw material; engineer change order, pba, repair/rework, abnormality in process, temporary document, sterilization condition, testing/inspection data/result, labeling, and sub-assembly/fg manufactured with calibration of qualified equipment. Based on the detailed record review, no entries were noted that were potentially pertinent to the customer's report. No product/sample was provided for evaluation. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. The reported customer complaint could not be confirmed. A root cause could not be determined. This complaint will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
After usage of scd at a patient, who had to be respirated short-time due to an influenza, patient generated a pae ( pulmonale artery embolism). Device was on trial period and sales rep only recognized event by asking for this trial period of the scd. Medical intervention: CT (computer tomography) and appropriate measurements. Current condition of patient: well and already discharged from hospital.